Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had an insulin pump, reservoir, and infusion set that were not delivering insulin. The insulin pump kept alarming no delivery. The customer had issues with 5 infusion sets. Customer's blood glucose level was not reported. He was unable to troubleshoot at the time of call. The device was not returned.